Event description:
It was reported the patient¿s programmer training was ineffective due to anesthesia. The patient experienced pain from their anus to their vagina. Decreasing stimulation helps the pain. The patient¿s results were not as good with the lower stimulation. The patient was still leaking. They had tried all four programs. The patient also experienced a fever of 100.9 degrees. The fever had gone down, but they now had a bad cold. The patient felt stimulation was stronger while sitting. The patient was taking antibiotics. It was reported the patient had a loss of therapeutic effect. The patient fell through their porch ten days prior to call. The stimulator had not worked well since. The patient was urinating more than expected. While on the call, stimulation was confirmed on. Increasing to 1.95 v resulted in a little stimulation. Stimulation was comfortable at 2.0 v.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having problems controlling her symptoms. She noticed a return of symptoms in (B)(6) 2015 which had gradually gotten worse. She stated that out of nowhere, and without warning, the urine came right out "like whoosh." The patient also felt uncomfortable stimulation and a sharp pain in the right side vaginal area since (B)(6) 2015. She started feeling the sharp pain when she was ramping up the stimulation. The sharp pain "comes and goes" and sometimes it went away or just lessened. The patient sometimes felt the pain when she was walking as well. The therapy was confirmed to be on and decreasing amplitude eliminated the uncomfortable stimulation. The patient was able to use her programmer and decrease stimulation from 1.75 to 1.60 on program 2. By turning down the stimulation she was feeling it more comfortably. She intended to track her symptoms even though the healthcare provider (hcp) had not asked her to. Troubleshooting resolved the uncomfortable stimulation, but did not resolve the symptom control. The patient also fell approximately in (B)(6) 2015; when she was walking up the ramp and wearing her husband's slippers, the slipper caught on the ramp and she began to fall. She grabbed for the railing and then fell through the railing. She landed on her face and the front side of her body. The patient reported the fall to her hcp, who then saw her and told her everything was fine with the implantable neurostimulator (ins). The patient was not aware of any x-ray being taken.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0s3jy, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).